Manufacturer narrative:
Info references the main component of the system. Other relevant device(s) are: etlw1613c124e sn (B)(4), expiration date: 2015-05-14, UDI # (B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment an abdominal aortic aneurysm. It was reported that the patient had multiple bowel surgeries performed and also had extensive dental procedures. The patient presented with abdominal pain. A CT revealed that the abdominal aortic aneurysm appeared to the inflammatory. The physician had the radiologist percutaneous obtain a blood culture from the aaa sac, which was positive for various microbes. The patient received a pic-line to treat the infection/microbs. The patient returned six weeks later for a follow up CT which revealed an unknown endoleak. The physician performed an ax-bi-fem to bypass the infected aaa, and scheduled explanting at of the endurant stent graft the following day. The physician explanted the stent graft. Upon explant the physician noted that the unknown endoleak was a type iii fabric endoleak caused during the percutaneous stick to obtain the blood culture. The physician does not know the exact cause of the event however the infection was most likely related to the patient¿s anatomy; either the bowel surgeries or the dental procedures. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.